Event description:
It was reported that the pump continued to infuse propofol (1,000mg/100ml bottle) even after being placed in a "delayed state". It was observed that the medication bottle was empty despite the fact that the propofol infusion had been paused for at least 30 minutes prior to the bottle being seen as empty. It was further noted that despite the tubing being inside the device, the infusion was still running while the pump was put on delay. It was then reported an unspecified serious event as a result of the pump issue. The patient was given norepinephrine at 0.06mcg/kg/min for about 30 minutes due to the hypotension presumably resulting from the unintended propofol bolus. The patient also had an altered mental state but returned to baseline mental status.

Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the pump continued to infuse propofol (1,000mg/100ml bottle) even after being placed in a "delayed state". It was observed that the medication bottle was empty despite the fact that the propofol infusion had been paused for at least 30 minutes prior to the bottle being seen as empty. It was further noted that despite the tubing being inside the device, the infusion was still running while the pump was put on delay. It was then reported an unspecified serious event as a result of the pump issue. The patient was given norepinephrine at 0.06mcg/kg/min for about 30 minutes due to the hypotension presumably resulting from the unintended propofol bolus. The patient also had an altered mental state but returned to baseline mental status.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump continued to infuse propofol (1,000mg/100ml bottle) even after being placed in a "delayed state". It was observed that the medication bottle was empty despite the fact that the propofol infusion had been paused for at least 30 minutes prior to the bottle being seen as empty. It was further noted that despite the tubing being inside the device, the infusion was still running while the pump was put on delay. It was then reported an unspecified serious event as a result of the pump issue. The patient was given norepinephrine at 0.06mcg/kg/min for about 30 minutes due to the hypotension presumably resulting from the unintended propofol bolus. The patient also had an altered mental state but returned to baseline mental status.